Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). A 2mm x40mm x145cm coyote es balloon catheter was advanced for pre-dilatation and was initially inflated at 12 atmospheres. However, during the second inflation at 12 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 3-40 coyote es balloon catheter. No patient complications were reported and patient's status was good.